Manufacturer narrative:
The patient failed to follow post-operative instructions as indicated by the surgeon. Patient crawled under homes which resulted in load bearing on the plate. The plate broke and the patient's bone lacerated the lung. Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Patient is in legal action with the surgeon, therefore no return has been approved for manufacturer review. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A revision was performed due to the plate breaking.